Event description:
The patient was being prepared for transport from the facilities emergency department to another healthcare facility. The impact 754 portable ventilator was turned on and was reported to give a "no gas, compressor failure, code 2" alarm. Seeing a compressor failure, the clinician set the ventilator to fio2 at 100% (which matched the patient's treatment within the hospital) and completed the transport of the patient with no further issues reported with the ventilator. The end user reported there was no adverse event to the patient as a result of the incident. Though it was reported that serious injury to the patient did not occur, it was reported that the unexpected behavior of the ventilator caused the need to adjust the ventilator to accommodate the apparent failure. In this case, these usable settings matched the patient's needs. Though an adverse event to the patient was not reported, this event is being submitted as a serious injury event because the use of ventilator as not initially intended was necessary to continue successful transport of the patient. Note: two patient events were reported due to this failure - see also 2242630-2013-00057.

Manufacturer narrative:
Device was tested upon receipt at impact and, while the device operated normally upon input testing, an intermittent connection to the compressor was identified along with corrosion on the connector to the motor drive pcb. The connector and the motor drive pcb were replaced. Preventive maintenance, calibration, burn-in and output testing were performed. The unit was returned to the end use after it tested within specification.